Manufacturer narrative:
Correction to sections a1-a4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a complete dislocation of a retention screw was confirmed via evaluation. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis with an uninstalled backup battery cover screw. The screw, helicoil threading on the cover, and screw socket were in unremarkable condition. The returned screw was able to fully tighten into the backup battery cover and screw socket. The screw was then loosened to remove the backup battery cover. The screw loosened from the socket sufficiently to allow removal of the cover but remained in place in the battery cover as intended. After removing the cover, the screw was pushed from the bottom and remained secured in the battery cover as intended. The system controller passed functional testing without issue. The controller was connected to a mock circulatory loop and was able to operate the system for extended operation. Of note, the controller was manufactured 04apr2022 and shipped 03may2022. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU), rev. C, section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller. To remove the battery cover, the user is instructed to ¿use the screwdriver to the loosen the four captive screws on the battery compartment cover¿, and then ¿lift off the battery compartment cover¿. After connecting the backup battery to the controller ribbon cable and inserting the battery inside the battery compartment, the IFU then states, ¿place the cover over the battery compartment¿ and ¿use the screwdriver to tighten the four screws. Do not overtighten the screws¿. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The device was not yet attached to a patient at the time of the event.

Event description:
It was reported that the retention screw was completely dislocated at the time of emergency backup battery (ebb) installation in the patient's backup controller. The ebb installation was abandoned and a new controller with a new ebb was obtained and prepped without difficulty.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.